Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-00827. It was reported the patient underwent surgical intervention where her entire scs system was removed. The patient indicated the stimulation did not help her crps left foot pain. She also experienced persistent right side back pain and vomiting since implant. Patient reported after her system was explanted on (B)(6) 2015, she was diagnosed with an infection at the lead incision site on (B)(6) 2015. Patient was treated with keflex. The patient was treated in the ER on (B)(6) 2015, due to increased pain at the incision site. She was diagnosed with a spinal abscess. The incision was opened by the ER physician and drained and she was given stronger antibiotics. On (B)(6) 2015 patient was seen by explanting physician and told she needed surgery on (B)(6) 2015 to open wound and clean it out. After surgery, the patient remained hospitalized until (B)(6) 2015. Patient stated her condition did not improve so she went back to ER on (B)(6) 2015, and diagnosed with (B)(6) and admitted to the hospital. Patient stated she had a PICC line for four weeks for IV antibiotics plus vancomycin. A CT and an MRI showed positive for abscess and a gi workup was positive for severe esophagitis and gastritis. Patient was sent for rehab from (B)(6) 2015 to (B)(6) 2015 and stated she contracted clostridium difficile from the rehab facility.